Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There were no allegations against longevity or functionality.